Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3889-28, lot # va0tdgy, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of change of therapy. The patient was no better, if not worse, than before implant. The 3 to 4 day trial was perfect. The patient had pain in their scrotum when they turned stimulation up since implant on (B)(6) 2015. When the patient brought it up a point or 2 it was painful. The patient had no control. The patient was on program 3 and had tried programs 1 and 2 with no change. The patient would have an appointment with their health care provider (hcp) and manufacturer representative on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from patient reports he called the healthcare provider and the manufacturer representative. The representative reprogrammed the patient on (B)(6) the patient reported no better. The patient feel the healthcare provider and the manufacturer representative had tried their best to help him but the patient had been still dripping and having pain since (B)(6) 2015. The patient had to use six pads per day. It was later reported that the there was a loss of therapy. There was no trauma/falls reported that could be related to this issue. Symptom control was not 50 percent or better. The patient had undergone reprogramming but this hasn¿t fixed his problems. If the patient walks "for more than a mile, he feels a little better and don¿t have much leakage if he walk that far. It was later reported that the patient needed help switching programs. Patient tried to synchronize, but he keeps getting the manufacturer splash screen. Patient then put new batteries in the pp(patient programmer). They now can see that they were on program 1 at 4.8 volts. The patient then moved to program 2 at 0.0 volt and stimulation was on. Then increased amplitude to 2.8 volts and says he feels slight stimulation and doesn¿t feel any pain on the scrotum like he did before. He had tried the new setting for 24 hours, and yesterday he raised amplitude up to 4.1 or 4.2 volts and reports having no pain. The amount of leakage had decreased but the frequency hasn¿t. He only got up once the last two nights. The patient was just calling to update manufacturer company on his progress. Additional information from the patient reports a loss of therapy. Patient reported no therapeutic effect since implant and increasing stimulation causes pain in his scrotum. The patient does feel stimulation. Radiation therapy could be related to this issue. He had an x-ray and the representative and the hc p (healthcare provider) were marveling at how wonderful the installation was. The patient feel stimulation in the correct area. Patient services worked with patient to change to program 3 and increase stimulation to 1.5. Symptoms reported were no therapeutic effect and pain in scrotum.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports he had been through every program and was no better. The patient said he made small adjustments on every program and waited to see what effect he would have. He used the journal as well to document and track symptoms. He said once he got to a certain point (different on each program) he would have severe scrotum pain. The only position he does not have this in was when he lays down. They took an x-ray last visit and said it looked perfect. They did not know what was wrong. The patient later called back and was upset because the previous issue were never resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reports patient repeated information from related calls that the ins therapy never working since implant. Hcp and representative reviewed x-rays of leads saying they were a perfect textbook implant. Patient reviewed he has been programmed multiple times and gone through all 8 programs, but his symptoms were as bad as prior to implant. There was no new events reported just an update on the same issue. The reason for the call was about meeting a representative locally.

Manufacturer narrative:
Lead is now included in the system report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had been told by their healthcare provider (hcp) that "some of the wires weren't placed properly" and on (B)(6) 2016 the patient has a system replacement. There were no further complication reported or anticipated.